Event description:
As reported, during an open incisional hernia repair procedure on (B)(6) 2022, a sorbafix enhanced fixation device was used to fixate a ventrio st mesh. It was reported that after two or three fasteners were deployed, it was noticed that the fasteners had pulled through the mesh and fixed into the tissue as if the fasteners were too small to accommodate the pore size of the mesh. It was also reported that one or maybe two fasteners fixated in the mesh and about 6 fasteners stayed behind fixated in the tissue. It was reported that the capsure fixation device was used to complete the procedure with slight delay. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device fasteners fixated in the tissue but not into the mesh. Intra-operative photo of the mesh is provided. Based on review of the photo the reported event is confirmed. In vivo image shows two fasteners are fixated into the tissue; however, the mesh is not fixated as was reported. Root cause as to why the issue presented is undetermined as the sample was not returned for evaluation. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Not returned.

Event description:
As reported, during an open incisional hernia repair procedure on (B)(6) 2022, a sorbafix enhanced fixation device was used to fixate a ventrio st mesh. It was reported that after two or three fasteners were deployed, it was noticed that the fasteners had pulled through the mesh and fixed into the tissue as if the fasteners were too small to accommodate the pore size of the mesh. It was also reported that one or maybe two fasteners fixated in the mesh and about 6 fasteners stayed behind fixated in the tissue. It was reported that the capsure fixation device was used to complete the procedure with slight delay. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device fasteners fixated in the tissue but not into the mesh. Intra-operative photo of the mesh is provided. Based on review of the photo the reported event is confirmed. In vivo image shows two fasteners are fixated into the tissue; however, the mesh is not fixated as was reported. Root cause as to why the issue presented is undetermined as the sample was not returned for evaluation. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the sample evaluation results. The subject device was returned for evaluation. Functional evaluation of the sample was unable to reproduce the reported event. The subject sorbafix was found to function as intended during simulated use testing. A total of seven (7) fasteners were successfully deployed. No manufacturing anomalies were noted. Based on the sample evaluation and investigation performed, the most probable root cause of the reported event would be the result of an event occurring during user/device interface. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.